Event description:
The user facility reported that during a laparoscopic gastric bypass, the audible and visual alarms of the generator activated, and there was no ultrasonic output from the scissors. The users reportedly used a different, but similar readily-accessable generator and ultrasonic scalpel device to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The sonosurg scissors probe, handle assembly, and generator reportedly used in the procedure were returned to olympus for evaluation. The evaluation confirmed there was no ultrasonic output from the scissors probe and handle, and the audible and visual alarms of the generator activated. The source of the difficulty was isolated to the handle and scissor probe. The handle connector of the probe was determined to be bent and the connection with the handle was noted to be loose and intermittent. The handle was scrapped. The cause of the bent connector was determined to be due to user handling. This report is being submitted as a medical device report in an abundance of caution.